Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Nurse stated that they need some one to go to the hospital to look at the insulin pump because they don't know anything about the insulin pump and they need to know if it is working correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.